Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: e3. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in cable unit, poor watertightness of cable unit, the endoscopic image did not display, damage on cable unit. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was traced to component failure. In addition, the cause of the endoscopic image not displaying was attributed to water leakage in the cable unit and poor watertightness of the cable unit. The cause of the damage to the cable unit was also traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had could not connect the system unit. There were no reports of patient harm.